Event description:
It was reported that during a paddle lead implant the physician trouble getting the paddle in a good spot. Upon putting in the paddle the fourth time, when he pulled it out, he met some resistance, and one contact was completely sheared off the paddle and some others were messed up. The physician was not fully sure how it happened whether it was internal adhesions or a device issue. But there was a dural tear in which he patched up and nothing was implanted.

Manufacturer narrative:
Sc-8336-50 (sn (B)(6). The returned lead was analyzed and visual inspection revealed that electrode 29 was dislodged and not returned. The cable was exposed at the damaged portion of the paddle lead. With all the available information, boston scientific concludes that the lead damage was confirmed. This type of damage typically occurs when the lead is bent causing electrode dislodgement.

Event description:
It was reported that during a paddle lead implant the physician had trouble getting the paddle in a good spot. Upon putting in the paddle the fourth time, when he pulled it out, he met some resistance, and one contact was completely sheared off the paddle and some others were messed up. The physician was not fully sure how it happened whether it was internal adhesions or a device issue. But there was a dural tear in which he patched up and nothing was implanted.